Event description:
It was reported that during central processing, the force bipolar had a kink in black wire on hinge area. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar with an alleged issue to perform failure analysis. Visual inspection did not reveal any damage. The force bipolar instrument passed electrical continuity. The instrument was placed and driven on an in-house system. The force bipolar passed the recognition and engagement tests. The force bipolar instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cautery test on all three attempts. The force bipolar instrument was fully functional. No product issue was identified.